Event description:
It was reported that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime and alarmed during the basic occlusion test due to a loose drive support disk. No motor error alarms were noted during testing. The motor passed the motor test. The insulin pump also had a missing end cap sticker.